Event description:
Customer reported the charger started to smoke and the blue on/off light illuminated. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed red led lights are illuminated in all charger bays and there is a burned smell emitting from the power cable shortly after switching device to the on position. A replacement device was sent to customer on (B)(4) 2012. (B)(6). Placeholder.